Manufacturer narrative:
Omsc evaluated the subject device and found as follows; the tip of the probe was broken off at 16.5 mm from the distal end. There was no scratch around the broken area. The fracture surface of the probe showed that a crack developed. The tissue pad was worn and partially separated. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user activated the output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken when the probe was subjected to a load. It was also known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not apply the probe to the tissue with strong force or do not twist or pull the probe up while grasping the tissue. The probe may be damaged by interference with the internal parts or load increases, which could result in the tip breaking and dropping it inside the body cavity. *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage and/or deform the grasping section, or cause it to fall off or premature wear in the grasping surface.

Event description:
During an appendectomy, the subject device was used. In the procedure, the user felt irregularity of the device. When the user checked the device outside the patient body, the tip of the probe broke off. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on aug. 1, 2018, and found that the tissue pad was partially separated in addition to the breakage of the probe. This is the report regarding the breakage of the probe and the separation of the tissue pad.